Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneruysm in 2001. The patient has a history of hypertension and is a smoker. The diameter of the proximal non-aneurysmal neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 130 mm. The iliac arteries were reported to be small with no calcification or tortuosity. It was reported that, as the physician was pulling the graft cover, the stent graft got caught between the nose cone and the sheath. The proximal end of the bifurcated device became entrapped, and was pulled down approximately 1 cm from the renal arteries and into the left external iliac artery. A 24 mm diameter x 3.75 cm length aortic extender cuff was then deployed. Also, the left iliac limb was deployed too low in the gate of the bifurcated device; therefore, a 14 mm diameter x 8.5 cm length iliac limb was deployed. No deployment or device problems were reported. No leak was noted on final angiogram, and the case was reported to be successful.